Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: there may have been a loose connection between the flow valve unit and the controller which could have caused non-functionality or there may have been an issue with the solenoid preventing it to open upon activation. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the pump valve would not open when depressing the footswitch. The procedure was successfully completed using manual flow control, however, the incident resulted in a surgical delay of 30 minutes. There have been no reported patient complications.